Event description:
It has been confirmed that the previously reported stroke occurred approximately 11 months post the index procedure. The investigator has indicated the event was not related to the study device and the patient recovered with treatment.

Event description:
Two endeavor sprint (otw) drug eluting stents were implanted in the mid and prox rca. It was reported that that the patient suffered a stroke. No other clinical sequaela was reported.

Manufacturer narrative:
Evaluation: results: inherent risk of procedure (stroke). (B)(4).